Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b6, b7, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/11/2026. An investigation was conducted on 02/17/2026. A visual inspection was conducted. Both the harvesting device and cable was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. The shaft tip of the harvesting device was observed to be bent closer to the base of the jaws. The jaws were observed to be slightly open. The blue toggle was manipulated to open and close the jaws. The jaws remained in a slightly open state. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. No final testing was conduced due the bent shaft and jaws remaining in a slightly opened state. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed, however, the analyzed failures "material twisted/ bent shaft" and "mechanical issue- jaws" were observed. The lot #3000522979 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.

Event description:
The hospital reported that during the procedure, the jaws of vasoview hemopro 2 were not cauterizing well. The toggle fully slid backwards to deliver energy to the jaws and a ¿click¿ felt to indicate activation of the device. The device shut off after the 15 second activation cycle. A precautery test was conducted with no failure detected. The power supply was at setting 3. It is unknow how old the extension cable is. There were no attempts to change out the hemopro power supply and/or the adaptor cable. The procedure was completed with the same device. There was no procedural delay. No patient ham.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.